Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the device identified wear abrasion and discoloration of the outer shell. Deformation and brown particles identified as biological tissue was also observed. Weight measurements were taken and were to specifications. Microanalysis identified a sharp curved opening on the radius of the shell measuring 0.2mm in length - determined to be an unidentified (tear) opening. A dimension measurement of the shell found the shell thickness to be within specifications. The events of capsular contracture and double capsule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: double capsule and capsular contracture, baker grade iii.

Event description:
Explanting physician reported right side 'double capsule' and capsular contracture, baker grade iii. Device has been explanted.